Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "change in shape and position", "capsular contracture baker grade IV", "pain", "hardness and firmness", "tenderness to palpitation", "asymmetry" and "ptosis grade lll".

Event description:
Healthcare professional reported "rupture", "change in shape and position", "capsular contracture baker grade IV", "pain", "hardness and firmness", "tenderness to palpitation", "asymmetry" and "ptosis grade lll". This record is for right side. The device remains implanted. Device will be returned.